Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 860 mg/dl. The customer complained of vomiting, dehydration and diarrhea. The glucose meter reportedly showed "high." Upon admittance, the customer was treated with an intravenous drip and was kept in the intensive care unit for 2 days. He remained in the hospital for 2 more days and was released thereafter. Once released, he returned to the hospital on the same day with the same issue. He was not wearing the insulin pump at the time of hospitalization, having discontinued its use for about 4 months prior. About 4 months later, he stated that he was using the insulin pump but it was no longer working. He was unable to remove the battery cap. The blood glucose reading was 170 mg/dl at the time of the issue, and the most recent blood glucose reading was 250 mg/dl. He was able to remove the cap and was advised to monitor the device until a replacement cap came. Nothing further.